Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a spinal fusion surgery (posterior lumbar fusion surgery) on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., along the sacral ala and transverse processes). As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively severe and chronic back pain, left hip pain, groin pain, radiculopathy into his lower extremities, and burning pain and paresthesias in his right leg. Reportedly, the patient has difficulty sitting, standing and walking for extended periods. It was reported that on (B)(6) 2012 and (B)(6) 2013, the patient underwent two revision surgeries due to severe pain.

Event description:
It was reported that on (B)(6) 2012: the patient was preoperatively diagnosed with previous lumbar decompression with the development of lumbar instability and recurrent severe right neural foraminal stenosis, l5-s1. Severe intractable back pain and mechanical symptoms unresponsive to conservative management and underwent the following procedures: bilateral decompression, l5-s1.2. Posterior lumbar fusion, l5-s1(bilateral intertransverse technique). Non-segmental pedicle screw instrumentation, l5-s1, with pedicle screw fixation system. Aspiration of right iliac crest bone marrow. Harvest of local autograft bone from bony endplates. Monitoring of sseps, emgs and screw stimulation without any complications noted throughout. The patient underwent fusion surgery and rh bmp-2/acs was implanted. On (B)(6) 2013: the patient was pre-operatively diagnosed with history of previous lumbar fusions, l4-s1. L4 compression fracture with loosening of bilateral l4 screws with pseudoarthrosis, l4-l5. Intractable back pain unresponsive to conservative management with progressive windshield wipering of the l4 screws and underwent the following procedures: removal of bilateral l4 pedicle screws. Instrumentation l3 pedicle screws bilaterally. Revision posterolateral fusion, l4-l5. Posterolateral fusion, l3-l4( bilateral intertransverse technique and facet technique). Aspiration of right iliac crest bone marrow. Monitoring of sseps, emgs and screw stimulation without any complications noted throughout.